Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and the right ventricular (rv) lead got damaged. It was noted the lead was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.